Event description:
It was reported by the parent of the patient via FDA mw5147677, the patient was having bladder surgery. The ¿doctor replaced a gastrostomy tube which was in an appendicostomy (which she had for the malone antegrade continence enema (mace)). Doctor inserted a new gastrostomy tube (g-tube) into the appendicostomy after removing the old gastrostomy tube. The replacement tube was a mic-key brand balloon-style g-button. During the replacement, the new g-tube punctured through the side of the appendix, meaning that the g-tube was now providing a conduit into the abdominal cavity instead of into the colon as intended. This error was not noticed until about a week later, after lots of saline and multiple doses of laxatives (mineral oil, etc.) Had been inserted through the g-tube, unknowingly filling my daughter's abdominal cavity with these substances¿ multiple medical conditions that are not related to this surgical error in this report. Multiple prescriptions that are not related to this surgical error in this report.¿ per additional information received on 04jan2024, the perforation was not discovered for about a week. ¿during that time, the patient became very uncomfortable and very sick. She was readmitted to the hospital, treated with antibiotics, scanned, eventually found that the g-button was creating a channel into the abdominal cavity, and then interventional radiology inserted a drain to drain the fluid. Another surgeon removed the mace completely and created a cecostomy instead. The patient recovered except that, since this time, her body has continued producing fluid into the abdomen (ascites). We do not know whether the ascites is related to this incident or not. The ascites is treated with an ongoing daily medication." It was additionally reported, ¿the root issue itself (torn mace channel) has been corrected through a surgery to remove the mace and make a new cecostomy. Since that time, the patient has had recurring ascites, which is of an unknown cause. It could be related to the incident but it's difficult to prove.¿ medical interventions reported included ¿multiple interventional radiology procedures to drain fluid from her abdomen, and a surgery to remove the torn mace and create a new cecostomy. Treatment with IV antibiotics for infection. Treatment with total parenteral nutrition (tpn) for malnutrition due to prolonged illness from the incident.¿ it was additionally reported, ¿I know that this device is designed to be used for feeding, not for the administration of enemas through the colon. Thus, this issue is related to the off-label use of your device.¿ no interventions were performed to test placement.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 08 jan 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: remove "trend analysis" from imdrf code reported in initial. Additional information: h6, h10. It is not possible to determine the root cause of the reported issue without a sample as functional evaluation could not be performed to confirm or duplicate the reported incident. However, according to the customers' comments, this seems to be related to inappropriate-use due to this product is for enteral nutrition and/or medication only. All information reasonably known as of 13 mar 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.